Manufacturer narrative:
Contact a: complaint lab received 1 loose 1cc syringe. Customer claims needle broke off in her husband's stomach. The single syringe was examined and revealed the cannula broke off / missing at barrel tip. Product forwarded to wwml for further investigation of root cause of cannula break-off. [Evaluation date/time: 10/05/07 12:17:42] response from world wide microscopy lab for contact a: one 1cc syringe with broken cannula was returned for a failure analysis. Microscopic examination revealed characteristics such as residual bend, cracked epoxy and tubing ovality, or a deformation from the normally circular cross-section. When viewed together, these are all reliable indicators of bending/restraightening mode of failure. Removal of some of the epoxy made this observation more apparent. There is no indication of any manufacturing issue and suggests to be a user related failure. [Evaluation date/time: 10/09/07]

Event description:
Consumer reports needle broke off in her husband's stomach after injection. They called their primary care physician who advised them to go to the emergency room where he received treatment for foreign matter in stomach.